Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the stimulator is not working now. Patient stated they have not used the therapy for a long time. Patient is calling to find out if it is dangerous when "it is pulling on their insides." Agent asked patient if they are talking about the implant site and patient stated that "it has grown so big" that it is causing a lot of pain. Pt clarified that the ins site is getting longer and longer. Patient went to their healthcare provider (hcp) yesterday and directed pt to call the manufacturer to have it taken out. Pt stated he referred them to a new hcp but they cannot get in for an appt until the end of the year. Redirected pt to their hcp regarding concerns. Additional information was received, it was reported the patient had a growth around the ins and the ins was not working. Additional information was received, it was reported the patient was getting a rechargeable ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.